Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the sixth firing on the small bowel the staples did not form on one side. The area was transected off. They continued to use the same device to complete the procedure. There was no patient impact. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.